Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device was fired and the physician noticed a different noise and then observed that the anastomosis was not fully stapled, only 1/3 of it was stapled. There was no patient consequence.